Manufacturer narrative:
Continuation of d10: product ID: pscc100, product type: loop catheter; product ID: psg100, product type: generator product event summary: the 10fcc13 sheath was returned and analyzed. Visual inspection of the handle area identified a kink at the side port tube. No additional anomalies were detected. The steering mechanism and deflection tests were performed; no anomalies were discovered. The functional testing was performed; no anomalies were discovered. The native dilator was inserted into the sheath and retracted several times, without any friction. The native dilator was snap-locked tightly to the sheath. Leak testing was performed; the pressure test with 45 pounds per square inch gauge (psig) showed the pressure decay in the device was 0.053 psig and in an acceptable range. The vacuum test with a negative pressure of 8.5 psig showed the pressure decay in the device was 0.0020 psig and in an acceptable range. In conclusion, the sheath did not pass returned product inspection due to a kink observed on the side port tube. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cardiac ablation procedure using the pulsed field ablation catheter, there was an alleged product issue involving catheter array inversion. The physician was working in a small right inferior pulmonary vein (ripv) and encountered difficulty when the catheter's nose possibly passed through the halo while turning. The physician attempted to counter-clock and pull the catheter close to the tip of the contour. Subsequently, the decision was made to exit the left atrium and work in the inferior vena cava (ivc). When the catheter would not retract while counter clocking, an anticoagulant antagonist was administered, and the catheter was slowly withdrawn. The generator associated with the procedure erased files, prompting staff to turn it off. The case was completed with pulsed field ablation. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.